Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence following a colostomy surgery performed last year. Computer tomography (CT) imaging was performed and showed an empty balloon. A surgical procedure was subsequently performed, during which a slash was identified in the balloon. As a result, all the components were removed and replaced. The physician was unsure whether the slash occurred during explantation. No further patient complications were reported.